Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "analysis halted" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device log showed on several analyses, the device starts to analyze, and the pads lose coupling with the patient (padz off recorded). The log immediately records padz on but it is enough to cause the analysis to halt. In order to complete an analysis, the device needs to detect a valid patient impedance during the analysis process. Therefore this investigation is closed as poor coupling. The electrode pads used during the reported event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.